Manufacturer narrative:
The reported event of backup mode was confirmed and longevity anomalies was not confirmed. The device was in backup mode when received. Analysis of the device image indicated the device was operated in high output mode and implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced and its voltage level is sensitive to variations in usage such as high output settings. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Device turned into backup mode three days before explanted due to normal battery depletion. After cutting open the device, the battery was confirmed to have reached near end of life due to normal usage. Electrical and mechanical test results indicated normal eri functionality. Device was implanted for 10.68 years which exceeded its projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The pacemaker was in back up vvi mode. The device was explanted. The patient was stable.